Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. The r-wave amplitude measured 7.5 mv on (B)(6) 2016 and dropped to 2.875 mv on (B)(6) 2016. Electrograms are not available in save to disc data.

Event description:
It was reported that there was a right ventricular (rv) lead perforation and the patient experienced chest wall stimulation. The lead was unable to capture at the highest output and was undersensing the r waves. The lead was initially turned off and subsequently repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.